Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description that, defective lens was implanted. Additional information was received and stated, small crack at the plate-loop junction of the iol (proximal haptic). The defect did not affect the function, stability and safety of the iol and so it was decided to leave it in situ. At the post-operative check the patient did not report any alterations.